Manufacturer narrative:
Per the instructions for use (IFU), ventricular malposition with central regurgitation is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, and loss of pacing capture. In some cases, placement of the valve in a too ventricular position can contribute to native leaflet overhang and cause central aortic insufficiency. Paravalvular leak can occur as a result of a lack of appropriate sealing of the valve to the target site which can occur due to uneven distribution of calcium the thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. An edwards technical summary was created to document the results of testing performed by edwards to study low sapien thv deployment with resulting aortic regurgitation. This clinical event was investigated by examining clinical imaging video which led to an identification of native leaflet overhang over the thv implant. This condition was simulated on the bench to examine the variables that would prevent one or more leaflets from closing during diastole. Based on the analysis of the video and subsequent in vitro testing, it is evident that low placement can lead to native leaflet overhang. However, the overhanging leaflet must be fairly mobile (not heavily calcified) and the position of the overhang relative to the leaflet and commissures may also be important in causing regurgitation. This may explain why low placement can occur without regurgitation. In this case, based on the information available the exact cause for the aortic insufficiency cannot be confirmed; however, it appears a combination of patient factors (severe/eccentric leaflet calcification) and procedural factors (a slightly lower final valve position than assessed on tee) may have contributed to the event. Per report, the 2nd valve was implanted higher in order to resolve the aortic insufficiency. There is no indication these events were a result of dysfunction of the valve or the delivery system. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device; therefore no further actions are required. Complaint histories for all reported events are reviewed against trending control limits on a (B)(4) basis, and any excursions above the control limits are assessed and documented as part of this (B)(4) review.

Event description:
As reported by the edwards field clinical specialist, during a transfemoral tavr case after the 23 mm sapien valve was deployed, significant paravalvular and central leak was noted. A second valve was implanted in order to mitigate the aortic insufficiency. The patient was successfully discharged from the tavr procedure. Per report, the sapien valve was positioned and deployed 50:50 in the annulus without incident. Tee immediately post valve deployment showed significant paravalvular and central leak. After the wire was centralized, the leak remained. On tee it was difficult to see if all three leaflets were moving. It appeared as if there was some calcific material obstructing outflow. A pigtail catheter was used to mobilize the leaflets, but there was no change in the degree of leak. A decision was made to post dilate with a 23 mm zmed balloon. The balloon was sized to 23.5 mm, advanced into the sheath and inflated within the valve; tee still showed no improvement of the leak and there was also a very wide aortic pulse pressure noted. A decision was made to place another valve in a more aortic position. A second 23 mm sapien valve was prepped, advanced and deployed approximately 1mm more aortic to the first valve. After deployment the central leak was diminished and the paravalvular leak was reduced to trace. The aortic diastolic pressure also increased and there was a more pronounced dichrotic notch. The event was attributed to possible leaflet overhang and eccentric calcification on the leaflet. It was also speculated that the additional radial force and slightly more aortic deployment of the second valve was enough to push the calcific material into the sinuses and allow a clear path for blood outflow. Additional information: the native leaflet calcification was described as severe; the aortic root calcification was mild; there was moderate annular calcification. Coaxial alignment of the delivery system and the valve was described as good; image intensifier angle was adequate; ventilation was held during valve deployment and there was no loss of pacing capture during valve deployment. This patient¿s ejection fraction was 60%.